Manufacturer narrative:
Device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (unable to charge a battery) was confirmed. As received, the charger/modem was unable to power on battery. Upon evaluation, the q1 and u13 components on the bedside board was internally shorted and there was liquid contamination. The cause of the failure is the damaged components. The root cause of the defective components cannot be positively identified. The root cause for the contamination was ingress of an unknown liquid. No adverse event resulted from the reported failure.

Event description:
A us distributor returned battery charger/modem sn (B)(4) and reported that the battery charger/modem was unable to charge a battery.